Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.1, smartphone operating system: ap2a.240905. 003.f1, smartphone hardware: pixel 6, cgm sensor type: g6.

Event description:
It was reported that the patient went to the emergency room (ER) on (B)(6) 2025. The patient's blood glucose levels reached 200 mg/dl while wearing the pod between 4 and 24 hours on the arm. Symptom reported include dizziness and vomiting. At the hospital, the patient was diagnosed with diabetic ketoacidosis (dka) and was treated with fluids, but the administration method was not specified. The patient was discharged the next day.